Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture, and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. The device remains implanted.